Event description:
A surgeon reports that after opening an intraocular lens (iol) package, the lens was in two pieces and had cracked at the haptic/optic junction.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received.